Event description:
This report summarizes 17 malfunction events in which the device or cutting accessory fractured.11 events had no patient involvement; no patient impact. 6 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 16 events were originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 17 reported events are included in this follow-up record. Product return status: 8 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 16 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 17 events were previously reported during the reporting quarter; however: 1 event was reported in error. 16 previously reported events are included in this follow-up record. Product return status 5 devices were received. 9 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 3 devices were found to be affected by a cracked bottom housing. 1 device was found to be affected by a missing lid. 1 device was found to be affected by a broken hinge.

Event description:
This report summarizes 17 malfunction events in which the device or cutting accessory fractured. - 11 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 16 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 17 reported events are included in this follow-up record. Product return status 14 devices were received. 3 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 5 devices were received. 6 devices were not available for evaluation. 6 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 3 devices were found to be affected by a cracked bottom housing. 1 device was found to be affected by a missing lid. 1 device was found to be affected by a broken hinge. 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device fractured. 3 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.